Manufacturer narrative:
Since no other corrections were noted other than the flow sensors and pipeline inlet valve, a faulty pipeline inlet valve is determined to be the root cause of the loss of gas flow to the patient. Since the pipeline inlet valve was not returned to ge healthcare, a root cause of the valve failure cannot be determined.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in the delivery of a hypoxic mixture to the patient. There was no report of patient injury.